Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 6 am with a blood glucose level of 47 mg/dl. The customer was treated for their blood glucose with IV by paramedics. The customer was assisted with reviewing their insulin pump settings and claimed that they may be over blousing. The customer stated that they do not think there is an issue with their insulin pump. The customer did not return the product back for analysis.